Event description:
On (B)(6) 2015 power PICC (ref#: 1275108d lot #: reza1067) rt. Basilic placement. On (B)(6) 2015 occlusive thrombus basilic, axillary veins into subclavian. Anticoagulation therapy started and continuous. Removed on (B)(6) 2015. On (B)(6) 2015 power PICC (ref#:1174108d lot #: reza1065) lt. Basilic placement. On (B)(6) 2015 clot throughout left basilic, axillary and subclavian vein. Persistent thrombosis in rt. Basilic vein. On (B)(6) 2015 severe shortness of breath. CT angio chest showed extensive bilateral pulmonary emboli. Right lower lobe segmental arteries nearly occluded. Left lower lobe segmental and sub-segmental nearly occlusive defect. Admitted to hospital for extensive bilateral pulmonary emboli. On echocardiogram diastolic dysfunction present with elevated troponin related to ventricular strain from acute pulmonary embolism. Discharged on (B)(6) 2015 on coumadin and lovonox.